Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm during priming. Customer's blood glucose was 347 mg/dl and 437 mg/dl. During troubleshooting with plunger and a 5.0 unit manual prime, customer changed infusion set and insulin did not deliver. Customer then changed reservoir and customer was able to resolve no delivery with reservoir change.